Event description:
The pt underwent diagnostic coronary angiography for evaluation of pain which developed approximately 48 hours following implantation of taxus express2 drug-eluting coronary stent in the ostium of the circumflex artery. The pt was found to have a thrombus in an unk artery. The physician performed dilatation and placed the pt on reopro and plavix. Pt status is unk at this time. Attempts have been made to obtain additional info, however no info is available at this time.